Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and found the unit to be operating according to specification. No issues with the function or operation of the table were found and the unit was returned to service. While onsite, the technician was informed that during the procedure, the operating room staff unlocked the table and attempted to move the device in the operating room while a patient was on the table and anesthetized. Unlocking the 4085 table with a patient present is off-label use. The 4085 surgical table operator manual (pg. 1-1) states, "warning - tipping hazard: do not disengage floor locks when patient is on table." The 4085 surgical table operator manual (pg. 1-2) also states, "the floor locks must be engaged at all times when a patient is on table." Facility personnel also informed the technician that at the time the operating room personnel disengaged the floor locks, the table was level but fully extended (slid) to the head end of the table creating a situation in which the table would have been more prone to tipping because of a disproportionate weight distribution towards the head end of the table. The reported event is attributed to user error as unlocking the surgical table with a patient on the table is a direct contradiction of the 4085 surgical table's operator manual. While onsite, the technician counseled user facility personnel on the proper use and operation of the surgical table specifically, not unlocking the 4085 surgical table's floor locks while a patient is on it. No additional issues have been reported.

Event description:
The user facility reported their 4085 surgical table began to tip during a patient procedure. The table was stabilized, and the procedure was completed successfully. No report of injury.